Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler was powered on and an s_005 system error alarm occurred. The input/output board was replaced in order to continue testing. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of fluid in the hp2 tubing. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported during a fresenius technical support call that a fluid leak was discovered after ending their prior night¿s pd treatment. The patient reported receiving multiple air detected in cassette alarms during treatment. The patient contacted the nurse who advised the patient to cancel treatment and disconnect from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area and on the exterior of the cycler set cassette. It was reported that an alternate treatment option was available. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient initially contacted fresenius for troubleshooting assistance during treatment when multiple m31 alarms were occurring. The patient was advised to discontinue use of the cycler and a replacement cycler was issued.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported during a fresenius technical support call that a fluid leak was discovered after ending their prior night¿s pd treatment. The patient reported receiving multiple air detected in cassette alarms during treatment. The patient contacted the nurse who advised the patient to cancel treatment and disconnect from the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was found in the pump module area and on the exterior of the cycler set cassette. It was reported that an alternate treatment option was available. Additional information was requested, however a response was not received. It was not stated during initial reporting that the patient developed any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient initially contacted fresenius for troubleshooting assistance during treatment when multiple m31 alarms were occurring. The patient was advised to discontinue use of the cycler and a replacement cycler was issued.